Event description:
It was reported that the patient's pulse generator had entered backup vvi mode. The pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated a hardware reset occurred, consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. Longevity assessment found the device was implanted beyond its projected longevity and is consistent with normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.